Event description:
Steel cables coming out of instrument while the physician was working.manufacturer response for driver needle mega sut cut, (brand not provided) (per site reporter).======================took a description of the problem, issued rga#.